Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 07/2021). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eleven weeks post dialysis catheter placement the catheter allegedly fell out of the patient as the sutures were being removed. There was no reported patient injury.

Event description:
It was reported that approximately eleven weeks post dialysis catheter placement the catheter allegedly fell out of the patient as the sutures were being removed. It was further reported that pressure was held for ten minutes and dressing was applied. The patient's status is unknown.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided and a lot history review was performed. Investigation summary: one 19cm glidepath catheter was returned for evaluation. Gross visual inspection, microscopic visual inspection, tactile and functional evaluations were performed. The investigation is inconclusive for the catheter falling out of the patient as the exact circumstances cannot be reproduced in the lab. During detailed examination it was noted that there was penetration of blood residue into the tissue ingrowth cuff but was varied and not fully effective throughout. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) found that the product labeling was inadequate. H10: d4 (expiration date: 07/2021), g4, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.